Manufacturer narrative:
The customer¿s report of a pca dose discrepancy resulting in an underinfusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing found the returned pca module to be operating within specification. The root cause of the reported pca dose discrepancy resulting in an underinfusion was not identified.

Event description:
The customer reported that a hyromorphone infusion (pca only) with a dose of 0.2 mg (6mg - 30ml syringe) with a lockout interval of 8 minutes and max limit of 4mg in 4 hours was noted to have a reduced dose discrepancy. There is a discrepancy in the number of delivered demands to the patient and the delivered amount of drug to the patient.(2/14/19 at 19:00 = 11 demands delivered to the patient, 1.9mg drug delivered to patient, 2/14/19 at 23:00 = 18 demands delivered to the patient, 3.5mg drug delivered to patient. There was no report of harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Section a: although requested, patient demographics not provided.

Event description:
The customer reported that a hyromorphone infusion (pca only) with a dose of 0.2 mg (6mg - 30ml syringe) with a lockout interval of 8 minutes and max limit of 4mg in 4 hours was noted to have a reduced dose discrepancy. There is a discrepancy in the number of delivered demands to the patient and the delivered amount of drug to the patient. On ((B)(6) 2019 at 19:00 = 11 demands delivered to the patient, 1.9mg drug delivered to patient, (B)(6) 2019 at 23:00 = 18 demands delivered to the patient, 3.5mg drug delivered to patient. There was no report of harm.